Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed visual inspection and found 1 of 2 sensors retracted inside of the sensor base also found cannula damaged with broken part missing. Unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used. 1 remaining opened and used sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that her blood glucose was 107 mg/dl and sensor glucose was 50 mg/dl at the time of incident. The customer declined to troubleshoot. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided in section b.4 date of this report, with the initial medwatch report was incorrect. The correct date has been provided with this report.